Event description:
Inaccurately high. After feeling shaky, sweaty, and lightheaded, the pt obtained a result of 245 mg/dl on the reported meter; she also tested with her spouse's one touch ultra and obtained a result of 245 mg/dl using test strips from the same vial. She took no action to affect her blood glucose level following use of the meters. The pt went to the ER due to her low blood glucose symptoms. Two hours after testing with the lifescan meters, a result of 71 mg/dl was obtained on the health care professional meter. The pt was given some food to eat while in the ER. No info was provided regarding the pt's diabetes treatment regimen or pt's actions prior to the time of concern. The customer service agent (csa) discovered that the test strips were expired (2004 expiration date). Testing with expired test strips can cause inaccurate readings. The meter, test strips, and control solution were replaced. This complaint is being reported as an adverse event because the pt obtained inaccurately high results on the reported meter, which did not match her symptoms of hypoglycemia. It is unknown whether the pt had based her diabetes medication dosage on inaccurately high meter readings prior to experiencing symptoms of hypoglycemia.